Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations.

Event description:
The customer reported that there was a frayed cord, installed a new one and conditioned battery as it was found to be low. No patient involvement.